Manufacturer narrative:
The device was not explanted. A review of the complaint record has found no other instances of similar events for this lot. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient passed away. There were no reports of device-related issues from the patient prior to the passing. Nevro attempted to obtain a medical assessment from the physician but no additional information was available.